Event description:
This incubator had been turned off though the pt. Still there. Heating element turned off, patient temperature fell to 33.5 degrees c before noticed. Patient rewarmed, no injury. Date of incident: 2001.